Event description:
The customer contacted baxter's service center regarding a low uf alarm on a homechoice. When the technical service representative reviewed the alarm log, they found there was a system error 2240. The cg stated the home patient (hp) was connected when system error 2240 occurred, but not sure what cycle it was in. The cg would follow up with rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2204. The rn stated they did not know the cause of the alarm. The rn stated that the home patient (hp) has been doing therapy fine and has had no injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of system error 2240 was not confirmed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.